Event description:
Customer reported the rotation brake handle fell off. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, replaced and tightened the rotational brake handle. System operates as intended..